Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument body displayed no abnormalities. The subject 2.5 mm loading unit was used for all functional testing. The jaws opened and closed. The single use loading unit (sulu) was reset, reloaded into the instrument, and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely. In addition, the sulu loaded and unloaded repeatedly without difficulty. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, after the device was fired the doctor could not open it and it was stuck to the appendix. The doctor had to coagulate around the reload to release it. After the doctor got it free, outside the patient the reload could not be opened still.